Event description:
It was reported that the patients device migrated and an explant has been scheduled.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: 101-9810, lot: 800184, description: superion ids 10mm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that the patients device migrated and an explant has been scheduled.